Event description:
Per copy of correspondence dated 11/18/97 to MFR from parent of pt, after removing thermometer from pt rectum, it was discovered broken. Mercury found in bottom of box. Used previous evening successfully; parent unable to locate glass. Pt taken to dr's office to check rectum for broken glass.